Event description:
This pt experienced an abscess at the skin flap that was caused from excessive scratching in the area of the incision. This complication necessitated explantation. The pt will be reimplanted once the infection resolves.